Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) have been confirmed. There was an intermittent connection between ECG 3, 4, and the therapy electrode. Reporting out of abundance of caution. The root cause was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional te's.